Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Received phone call from the consumer stating, he heard a "snap" and he thinks the needle broke off in his injection site. Consumer stated, he was calling from the emergency room. Call disconnected. Consumer called back but it was hard to understand him because there were nurses speaking with him at the time he was on the phone with me. I asked if the consumer could call back or I would call back. I reached out to the consumer twice since we spoke but no response. The consumer did not provide product information and as of this date, it is not confirmed if its an embecta product. Cl.